Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a "registration error" message. The customer later realized that they were selecting a gz device instead of the g9. Once they selected the g9, it was added to the cns. The customer later reported that the g9 was removed from the cns automatically and would like to start an investigation regarding this issue. There was no patient injury reported. Investigation summary: the cause of the registration error event is user error. The customer also reported that the g9 was removed automatically from the cns. The customer sent the logs of the cns for evaluation. Log analysis showed that during a wlan transport, the cns was restarted by user input, which has caused monitoring to be interrupted. The cause of the g9 removal issue is user error. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I am not able to divulge any of the information requested. B6 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I am not able to divulge any of the information requested. B7 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I am not able to divulge any of the information requested. D10 attempt # 1: 01/30/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 02/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 02/08/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; I am not able to divulge any of the information requested. Manufacturer references # 300320118 - 162330 follow up 001.

Event description:
The customer reported that the g9 was removed from the cns automatically and would like to start an investigation regarding this issue.

Event description:
The customer reported that the g9 was removed from the cns automatically and would like to start an investigation regarding this issue.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a "registration error" message. The customer later realized that they were selecting a gz device instead of the g9. Once they selected the g9, it was added to the cns. The customer later reported that the g9 was removed from the cns automatically and would like to start an investigation regarding this issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.